Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the cable boot is detached from the camera head body. In addition, the connector tip was smashed and the image had noise due to faulty charge-coupled device. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. The potential cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation, no non-conformances were found related to this complaint. To mitigate the risk/harm to the patient, the instructions for use provides the following: before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, returning the camera head for repair. Using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the high-definition camera head exhibited noise showing on image due to faulty charge coupled device and a smashed connector tip. There were no reports of patient involvement.